Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). P28 - flash chip u26. The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies, belfast on the 7th march 2013. On receipt of the device the history and memory logs could not be downloaded. The device was disassembled for further investigation and the investigation found a fault with the flash memory chip .the failure of the flash memory chip had caused the device to fail to power up or for the device to successfully connect to a pc. The user would have been alerted to the fault by a red flashing status led and an audible chirp. The only log entry date recorded was (B)(6) 2013, this indicates the failure of the flash memory chip (u26) had occurred after this date. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this even . Red status indicator flashing.